Manufacturer narrative:
The grip with the broken molded insulator was sent to a third-party lab for further testing. The sample was not returned. The sample underwent testing which included optical morphology comparison, scanning electron microscopy (sem) examination of fracture surfaces, thermo gravimetric analysis (tga) to compare degradation profiles and inorganic content, and differential scanning calorimetry (dsc) to compare thermal properties. The testing was done to in an attempt to determine the reason for the breakage and to see if the number of uses had an effect. The analysis found ppa overmold material in failed/used parts exhibited degradation during customer use, which led to embrittlement and reduced mechanical properties. Due to the reportedly low failure rate across multiple lots, failure of the ppa overmold is most likely due to a combination of chemical degradation from reprocessing and repeated mechanical stress (e.g., impact, torsion, and/or shear). The findings appear to support a root cause of damage during use and mention embrittlement potentially due to reprocessing, and breakage potentially due to repeated mechanical stresses. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. The instrument slightly contacted with the forceps; however, there were no external collisions. The issue was persistent. The instrument was replaced with another instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. A broken piece, measuring approximately 8.92mm x 3.29mm in size, was not returned with the instrument. As a result, a dislodged grip tip is observed but was still attached to the instrument through the conductor wire. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No non-intuitive motion was observed. The part of the grip tips that was not dislodged opened and closed properly. Initial fa was confirmed. The instrument exhibits a broken molded insulator and has a sheath attached to the instrument, which appears to have been reprocessed on the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the fenestrated bipolar forceps instrument's tip was mislocated and had non-intuitive movement after the instrument collided with other forceps stated by surgeon. The instrument was removed and found the tip was intact. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.